Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb and cable assembly connections were evaluated and reseated. The 5vdc power supply was also adjusted to the optimal voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.